Manufacturer narrative:
(B)(4). At this time no additional info was available, additional info has been requested.

Event description:
Literature: tomycz nd, ortiz v, moossy jj. Simultaneous intrathecal opioid pump and spinal cord stimulation for pain mgmt: analysis of 11 pts with failed back surgery syndrome. J pain palliat care pharmacother. Dec 2010;24(4):374-383. Summary: the authors performed a retrospective review of 11 pts (8 men, 3 women) with failed back surgery syndrome (fbss) who underwent nonsimultaneous surgical implantation of both an intrathecal opioid pump (iop) and a thoracic spinal cord stimulator (scs). Chart review and structured phone interviews were performed to obtain f/u. Of the two modalities, 3 pts (27%) had an iop placed first and 8 pts (73%) had a scs implanted initially. Mean f/u was 41.7 months (3-97 months). All 11 pts (100%) stated that the dual-modality treatment improved their quality of life and all continue to use both an iop and scs for pain control. Six pts (55%) felt that the iop provided superior pain relief as compared to the scs, 4 pts (36%) felt that iop and scs provided a similar degree of pain relief, and 1 pt (9%) said the scs provided better pain relief than the iop. Nine pts (82%) claimed that dual-modality treatment improved their activities of daily living. Nine pts (82%) reported that the combination of iop and scs treatment had allowed them to significantly decrease their oral pain medication requirements. Reportable event: one (B)(6) female pt (pt 3) experienced a malposition of the pump requiring surgery 40 months post placement. The pt was receiving morphine 7.5 mg/day and was reported to be very satisfied overall with their pain mgmt with both the iop and scs. See literature article with MFR report# 3007566237201100596.